Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the customer contact reported that the male adapter of a needleless valve connector connected to a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for piggyback delivery of an unspecified chemotherapeutic agent. The customer contact reported that after the piggyback delivery was complete, the nurse disconnected the needleless valve connector from the clave secondary port of the tubing set. It was reported that an unspecified 10ml syringe was then connected to the clave secondary port. No specific details were provided. The customer contact reported that at the start of a third delivery of a reported unspecified antibiotic using the clave secondary port, an unspecified volume of solution leaked. At this time, it was noted that the silicone sleeve of the clave secondary port "got looked down". The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported silicone sleeve of the clave port remained in the depressed position were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.